Event description:
It was reported that when using the bd pyxis¿ medstation¿ es badge was scanned and the screen displayed a fingerprint verification failure message without the finger being scanned. However, there were no delays, adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jan-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier fingerprint verification was failed. A technical support specialist (tss) upgraded the lumidigm drivers using knowledge article bio-ID lumidigm update package 1.3 release for es failure recovery fix and rebooted the station. The bluetooth adapter was disabled, and permission to close the case. The system functioned as intended after the technical support specialist troubleshot the device.